Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): primary analysis finding: distal conductor fractured. Blood/body fluid was present on all conductors. Mechanical examination revealed one of three distal filar conductors fractured. Visual analysis revealed distorted distal conductor, the outer insulation breached, and apparent explant damage. The proximal segment of the lead was returned for analysis.

Event description:
It was reported that there was a high number of short intervals which could indicate oversensing. The lead was explanted. No patient complications have been reported as a result of this event.